Manufacturer narrative:
(B)(4). Deployment suture broke after partial deployment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: event date is unk: it was reported to boston scientific corp that an ultraflex covered tracheobronchial stent was used during a bronchoscopy with stent placement procedure . According to the complainant, the stent partially deployed. The procedure was completed with another covered tracheobronchial stent. Preliminary results of the investigation revealed that the stent deployment suture was broken. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as okay.